Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, excessive air was removed from the hemostasis valve. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.